Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that family member's one touch ultra meter (serial number not provided) was giving inaccurate erratic readings. The medical affairs specialist was unable to reach the reporter or the patient in 05. A letter was also sent. The patient received a "high" result on a night in 05. The reporter gave her insulin. It is not known if the patient had experienced any symptoms at that time and how much insulin was given to her. Her blood glucose level was tested again with a result of 400mg/dl and then 388 mg/dl on the reported meter. The reporter gave her insulin again (unknown amount). The patient was "really sick over the night." The next morning, the patient used her other ultra meter and received a result of 67 mg/dl on that meter. She was experiencing "low symptoms" at that time. It is not known if the patient tested on the subject meter at this time. It is also documented that the patient received diabetes treatment advice from a medical professional and that she was given insulin treatment. At the time of troubleshooting, it was verfied that the meter was set in the right unit of measurement (mg/dl). The test strips were in good condition and within the expiration date. The reporter was walked through a control solution test, which failed outside the range. It was discovered that the meter was not coded correctly at the time of troubleshooting. However the reporter claimed that she knew that "it was in correct code before." Although it would be helpful to know the patient's diabetes medication regimen and how much insulin was given to her based on the high results, this complaint is reported as an adverse event because the patient was administered isulin due to the possible high results on the subject meter, which may have resulted in hypoglycemia. It is also not clear as to what treatment advice was given since the pt was experiencing low symptoms, rec'd a low result on her other meter, but was advised with insulin treatment. A replacement meter was sent to lay user/patient.